Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted and the reported event was unable to be duplicated. As a precautionary measure, the technician replaced the power module control box and hand control. The table was placed back into service and no further issues have been reported. The table is approximately 11 years old and has been in service for nine years. The table is not under steris service contract and is serviced and maintained by the facility's biomedical department.

Event description:
The user facility reported that during a patient procedure, the table lost power. The procedure was completed successfully and no injuries were reported.